Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via remote transmission. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a real-time egm. Programming changes and performing induction test was recommended. Device remains implanted.

Event description:
New information notes that programming changes were made and patient condition is fine.